Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon ruptured upon inflation inside the cavity. Pieces of the balloon was retrieved. Removed and opened a new device for the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).